Event description:
It was reported that during an unknown procedure, there seemed to be no staples in the cartridge when fired. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Bowel. What location on the tissue was being stapled? Bowel. Echelon only---during which firing stroke did the event occur? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Before, none, after. Was buttressing material used? No. Was the instrument fired across or near an existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. If yes, please explain: na. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 5. Was there a recent conversion to ees devices in this account/surgeon? No. Is there any other additional information you would like to share about this device/procedure? Spoke with surgeon - no adverse outcome, no harm done, just seemed to be "no" staples in the cartridge.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.